Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an e.n.t. (Ear, nose, and throat) procedure, the clips are delivered a crossed. During an ent procedure, the surgeon found a device malfunction. The clips were delivered a crossed, closed properly, but the clamp base cut the vessel. This malfunction caused a hemorrhage of the patient. They had to repair the vein with a suture. The operative time was therefore increased. There was no transfusion. The patient is well now. The system was flushed and decontaminated for expertise.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon functional testing, the antibackup feature was noted to be non functional; clips partially formed were fed. In order to evaluate the condition of the internal components, the device was disassembled and the antibackup lever was noted to be worn out. Please note that this condition is unrelated with the event reported. It is possible this condition was caused be attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open. Due to the returned condition of the device the event reported could not be evaluated. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history records were reviewed with no anomalies noted during the manufacturing process.